Manufacturer narrative:
Date sent: 11/11/2008. Eval summary: the devices were returned with the tissue pad missing. During testing the error code 5 was displayed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a total lap hysterectomy procedure, the device produced an error code 5. A new disposable was pulled and the same thing occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.